Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse) and the o2 gas module was replaced and returned for investigation. The o2 gas module regulates the the inspiratory oxygen gas flow to the patient. During test in a reference ventilator the gas module failed the pre-use check in the subtest "internal leakage test" and "flow transducer test". The test log from the pre-use check shows that the gas module deliver more oxygen gas than expected. The failures were caused by a defective delta pressure transducer on a printed circuit board inside the gas module that had an offset drift over time. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The received device logs confirms the reported problem. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc (B)(4). Contact person: (B)(6).

Event description:
Manufacturer ref. #:(B)(4).